Manufacturer narrative:
Correction to: e. Initial reporter.

Event description:
It was reported that the patient was experiencing a loss of stimulation and increased frequency in charging the ipg. It was stated that the patient was unable to attain a full charge even after charging twice a day; and with that, the battery would discharge after 2 to 3 days. It was noted that the patient has had various surgical interventions during the last two years due to breast cancer where electrocautery was used that was suspected to be a contributing factor to the charging difficulties. Analysis of the patient database had revealed premature battery depletion. Additional information was received that the patient continues to obtain coverage buts is required to charge the ipg daily.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), lot: 13661065.

Event description:
It was reported that the patient was experiencing a loss of stimulation and increased frequency in charging the ipg. It was stated that the patient was unable to attain a full charge even after charging twice a day; and with that, the battery would discharge after 2 to 3 days. It was noted that the patient has had various surgical interventions during the last two years due to breast cancer where electrocautery was used that was suspected to be a contributing factor to the charging difficulties. Analysis of the patient database had revealed premature battery depletion.

Event description:
It was reported that the patient was experiencing a loss of stimulation and increased frequency in charging the ipg. It was stated that the patient was unable to attain a full charge after charging twice a day; and the battery would quickly discharge after 2 to 3 days. It was noted that the patient had various non device related surgical procedures during the last two years where electrocautery was used. The physician suspected the use of electrocautery to be a contributing factor to the charging difficulties. Analysis of the patient database revealed premature battery depletion. Additional information was received that the patient continues to obtain coverage but is required to charge the ipg daily. The patient underwent a revision procedure to replace the ipg. Additional information was received that the patient underwent an ipg revision procedure. The ipg was discarded by the facility and cannot be returned for analysis. The patient is doing well post operatively.